Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: it was reported that during the implanting of the glenosphere the glenosphere inserter and the t30 screwdriver shaft became stuck to each other and they could not separate. Believe they were ¿cold welded¿ upon impacting the screwdriver. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis found that the glenosphere inserter tip and the star driver 30 were returned seized. A functional test was performed and was able to replicate the reported jammed condition due to devices were not able to disengage after multiple attempts with excessive forces applied. The observed condition of the device may have been caused by exposure to unintended forces, like off axis insertion and prying motion. However due to the devices were unable to disengage to clearly see the affected surface and without concrete evidence or further information, it is not possible to determine a root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: g1 (manufacturing site name).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during the implanting of the glenosphere in a total shoulder replacement surgery, the glenosphere inserter and the t30 screwdriver shaft became stuck to each other and they could not separate. It was believed that they were ¿cold welded¿ upon impacting the screwdriver.

Event description:
Additional information was received stating, "there was no delay and no adverse patient affects."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. H11 additional narrative: added: b5.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9 and h4. Corrected: d4 (UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.